Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the keys were not responding. Customer;s blood glucose value was 122mg/dl. Customer also stated that the insulin pump had blank display but returned later after inserting a new battery. Insulin pump was not exposed to moisture. Insulin pump will not be returned for analysis.